Manufacturer narrative:
The device history review cannot be performed as a unique product identifier (serial or lot number) could not be identified. UDI not available as the product information was not provided.

Event description:
It was reported that the patient developed a pocket infection following transcatheter aortic valve implantation (tavi). No intervention or adverse patient effects were reported.

Manufacturer narrative:
Correction -b5: the phrase ¿voluntary medwatch received states that¿ was corrected to accurately reflect medwatch as the report source.

Event description:
Voluntary medwatch received states that the patient developed a pocket infection following transcatheter aortic valve implantation (tavi). No intervention or adverse patient effects were reported.